Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using pump supplies longer than 2 days with humalog insulin. Tandem clinical support informed customer that is off label use per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. Ultimately, the customer reverted to an alternate form of insulin therapy. The customer changed the pump supplies to address the issue, however, a replacement pump was sent to the customer.